Event description:
All excluder bifurcated endoprosthesis devices were successfully implanted. During removal of the introducer sheath from the vessel access site, a small dissection of the superficial femoral occurred. A patch angioplasty was performed to repair the arterial dissection. There was no adverse outcome to the pt. No allegation of deficiency was made regarding any of the excluder devices used in this case.